Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient¿s daughter called (without the patient present) seeking assistance with pairing the ilet device with the application. She reported the patient¿s blood glucose (bg) was 58 mg/dl. Additional information indicated that the patient took glucose melts to correct the low bg. The daughter stated she was driving to the patient¿s house and would call back shortly for further assistance. The patient experienced shakiness, dizziness, panic attack and felt like passing out during the event. No medical intervention reported at the time of call.